Event description:
Consumer reported that she had essure inserted in 2005 for sterilization. In 2007 she had documentation via her medical records that she complained about the inflammation and pain in her pelvic region, as well as weight gain. Her doctor did nothing about her concerns for her pain and as far as the weight went, he suggested she try a diet. She had ultrasounds performed (results unavailable). The pain had gotten so severe it felt as though her coils were not only going to puncture through her tubes and skin, but that they were radiating heat like there were skin, but that they were radiating heat like there were two miniature curling irons in her tubes that were on fire. Her belly was constantly distended and inflamed and in pain. Any exercise only exasperated the issues. Her periods were at an all-time heavy flow, longest duration, extremely painful, and quite frankly so was intercourse. She had been tested for rheumatoid arthritis because she was having major joint pains throughout her entire body. It came back negative. She also tested positive for epstein-barr virus. Her exhaustion has been ongoing from day one, but got worse over the years and felt as though her body was filled with lead. Her hormones tested at almost menopausal. She was vitamin b12 and vitamin d deficient. Consumer had been to physicians and emergency rooms due to the pain she was in and had ultrasounds and x-rays that all suggested her coils were properly placed, it turned out that they were wrong. Consumer found a doctor that agreed to remove her tubes along with the coils. She had a bilateral salpingectomy in 2013. Almost all of her pain went away with exception to some inflammation and twinges of pain. Consumer had a few tests done that showed fragments broke off inside her uterus on each side. The only way to remove them was to remove her uterus. In 2014 she had a laparoscopic supracervical hysterectomy. Now she was dealing with an abscess as a complication. She also would like to note that, the pet fibers that were supposed to be in her device were almost non-existent at removal. Consumer declined further contact.